Manufacturer narrative:
Age at time of event- 18 years or older.

Event description:
It was reported that the burr could not be removed from the rotawire. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified proximal to mid left anterior descending artery. A 1.50mm rotalink plus and a 330cm rotawire were selected for use. During removal, it was noted that the 1.50mm burr could not be removed from the rotawire while it was pulled out from the patient's body (y connector); ablation was performed without any issue. The burr and rotawire were then removed together and were not separated outside the patient's body. The procedure was completed with this device. No patient complications were reported.

Event description:
It was reported that the burr could not be removed from the rotawire. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified proximal to mid left anterior descending artery. A 1.50mm rotalink plus and a 330cm rotawire were selected for use. During removal, it was noted that the 1.50mm burr could not be removed from the rotawire while it was pulled out from the patient's body (y connector); ablation was performed without any issue. The burr and rotawire were then removed together and were not separated outside the patient's body. The procedure was completed with this device. No patient complications were reported. The device was returned for evaluation inside a rotablator. The device was possible to be removed from the secondary device. Visual inspection of the device observed that the distal tip was broken with the proximal end to the breakage section measuring approximately 327.6cm. The second broken section, the one containing the distal tip measures approximately 2.4cm. The device has a number of kinks along the body. The overall length was not measured due to the condition of the device. The outer diameter (od) of the distal tip, middle and proximal section of the device were noted to be within specifications.

Manufacturer narrative:
Age at time of event- 18 years or older. This supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/14/2018 11:51 am CT. The report number is being corrected from: 2134265-2018-64138 to: 2134265-2018-62707.